Event description:
The pt experienced swelling at the implant site. On (B)(6) 2013, the pt was hospitalized for seven days and the surgeon drained the site was treated with intravenous and oral antibiotics, cefuroxime, rifampin and intravenous vancomycin. The pt also had pyodermitis on several body zones. On (B)(6) 2013, the pt's swollen implant site was drained and cleaned and the pt was treated with intravenous antibiotic. On (B)(6) 2013, the site was surgically cleaned and the pt rec'd rifampin and intravenous vancomycin. The surgeon will pursue device explant.